Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml morphine at a dose of 5.295 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that an empty pump occurred, but the hcp did not have access to the programmer. The low reservoir alarm date with the patient utilizing all their boluses was (B)(6) 2017 and normally the refill cycle was 12 weeks. The hcp speculated that the patient did not utilize all their boluses. The hcp stated it was a couple of months ago that the pump was going to be refilled again, but they tried reaching the patient and were unable to (the patient did not have a reliable phone) along with the intrathecal (it) medication for the pump refill had expired. The patient contacted the clinic on (B)(6) 2017 and stated he was hearing the pump alarming. The hcp did not know if it was a one or two toned alarm. The hcp had not been able to contact the patient again and the patient had not contacted the clinic again. There were no medical symptoms reported. Additional information was received on (B)(6) 2017. There was no troubleshooting performed related to the pump alarm. The cause of the pump alarm was an empty pump for three weeks. There were no symptoms related to the pump alarm. The actions/interventions performed were the pump was filled with saline and the alarms were turned off. The pump alarm had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.